Manufacturer narrative:
Approximate age of device: 54 days. Although a root cause for the reported event could not conclusively be determined, thrombus was confirmed through the evaluation of the returned pump. Examination of the sealed inflow conduit upon disassembly revealed soft, white, tissue-like depositions within the inlet tube and inlet elbow. Examination of the rotor body upon disassembly revealed tissue like depositions admixed with loosely clotted blood. Similar depositions were also present within the sealed outflow graft as well as the outflow elbow. These non-laminated depositions appeared consistent with poor surface washing due to a low flow event. The origin of this deposition and the duration that it was within the pump could not conclusively be determined. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The pump was returned for analysis after the patient expired from septicemia following a lengthy hospital course. The vad coordinator confirmed that the patient's sepsis was related to a sacral decubitus ulcer. An autopsy was completed and there were no pump issues found. Depositions were found during investigation of the returned device.